Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015,on patient's behalf to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. Foreign distributor did not report injury or medical intervention.

Manufacturer narrative:
(B)(4)